Event description:
The customer reported that the device fails the defib opcheck test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device fails the defib opcheck test. There was no reported patient involvement. The customer stated that they confirmed the failure with multiple known good accessories. The customer ordered a replacement therapy pca and therapy port, and will repair the device. Philips did not evaluate the device.